Event description:
It was reported that there was a lead warning on the right atrial (ra) lead for low impedance paces. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-58 lead, implanted (B)(6) 1996. (B)(4).